Manufacturer narrative:
It was reported that an rn attempted to remove the foley catheter and the balloon would not deflate. She withdrew approximately 2 ml of saline from the balloon and the tubing collapsed preventing any more saline to withdrawn. The rn cut the tubing but no saline came out. A urologist came in and attempted to burst the balloon with a guidewire with no success. The patient was taken to ultrasound where the catheter was successfully removed. The intervention taken in ultrasound to remove the catheter is not known. It is not known if the catheter was replaced. No other details were provided. The sample was not returned for evaluation. A root cause has not been determined.

Event description:
The balloon would not deflate.